Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction. It was confirmed that there was no audio sent from the monitor's speaker. In an abundance of caution we will report audio loss even though a visual warning is provided and product labeling states: warning - do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. In the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. The mainboard was replaced to restore audio function. Consideration of this complaint and similar complaints support that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported no audio on the monitor. No pt harm was reported.